Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a study that it used to take 30-60 minutes for a full recharge and now takes 2-3 hours. All coupling bars appear, but the "charge complete" message never displays. No patient symptoms reported to have occurred with this issue.